Event description:
It was reported that the customer experienced low blood glucose for the past four hours. The blood glucose at the time of the call was 41 mg/dl, and she treated with glucose. Troubleshooting was performed, and the insulin pump was programmed correctly. The device passed the displacement test. However, found that the drive support cap was loose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.